Event description:
Pt underwent CABG of four vessels. Aortic cannulation and CABG procedure were uneventful; actual device used was not returned. Pt awoke post-op moving all extremities. Post-op complication developed on post-op day one (pod1). On pod1, pt was diagnosed with ischemic gastritis with a decline in renal function. On pod2 pt had no urine output and elevated liver enzymes. Using tee, pt was diagnosed with an aortic dissection secondary to distal cannulation of a small, tightly curved aorta and friable aortic wall. On pod8, the pt was critical but stable requiring acute dialysis. On pod 15 the pt was extubated. They were encephalopathic and improving.